Event description:
The nail was implanted in 2001. In february of 2002 the patient was checked by the surgeon. The nail was found to be broken and the fracture was not consolidated. The patient was revised in 2002.